Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Restore spinal stimulator returned to manufacturer due to "failure". No other information was provided with the product. Additional information has been requested and if rec¿d a f/u report will be sent.